Manufacturer narrative:
Available information indicates that the internal paddles are damaged from wear caused by daily cleaning. The customer requested a replacement for the internal paddles. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the dfm100 device indicating that "the plastic protection of the metal is rising." Philips received a complaint on the dfm100 device indicating that the therapy delivery test failed.